Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a blood collection device. The customer reports while the needle was in the arm of a pt, a blood collection tube was placed on the device, a "click" was heard, and the clinician noticed the tube wasn't filling. The clinician tried to change the blood collection tube, and the needle came out of the pt's arm detaching from the blood collection device while remaining connected to the blood collection tube. It was reported that blood began pooling at the site however, no medical intervention was reported.

Manufacturer narrative:
(B)(4). Customer medwatch report received by covidien on 07/08/2010, identified lot number as 935000328. Spoke with the customer who identified this lot as being a possible lot number. The device history record (DHR) for lot 935000328 was reviewed for any extenuating circumstances during production that could have potentially led to the defect. There were no non conformance reports documented for this mfg lot. Prior to a lot being released, it must be deemed acceptable by passing inspections based on a valid sampling plan. Inspectors routinely examine products both visually and functionally. The product will not be released unless it meets the appropriate quality criteria. Samples were received for evaluation. The samples exhibited a lack of adhesive in the adhesive well and on the cannula. We are able to confirm a defect at this time based on the evaluation of the returned samples. One potential root cause of this could be related to critical to quality (ctq) processes in the event of an emergency stop condition. The process software will be modified to scrap any products in a ctq step if the emergency stop feature is utilized. Currently, production is running as designed and no issues with adhesive have been noted. We will continue to monitor this type of failure and this complaint will be recorded for qa tracking and trending purposes.